Event description:
Reportedly, during patient use, a 'device alert' alarm occurred and the led blinked momentarily. Upon activation ventilating, the unit did not ventilate. An 'apnea' alarm occurred and then the ventilator started ventilating. The pump made an abnormal sound. The patient was manually ventilated and transferred to another unit. There were no reported serious or negative patient consequences.

Manufacturer narrative:
(B)(4).